Manufacturer narrative:
The exact date of device breakage is unknown; however, the issue was discovered during assembly for a procedure on (B)(6) 2016. Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve is one of ten holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 5.5mm x 1.5mm x 2mm). The relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and inner shaft were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: DHR review for part# (B)(4), lot# 6603333 release to warehouse date: 29sep2011 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(4) as follows: it was reported that during a procedure on (B)(6) 2016 it was noted that the distal threads on the matrix holding sleeve were broken and the distal tip was missing. This event was found during instrument assembly and was not used on the patient as a result. The procedure was successfully completed with no surgical delay and another readily available device. It is unknown when or where the device broke. This complaint involves 1 device. This report is 1 of 1 for (B)(4).